Event description:
Potential for injury associated with a semi-electric bed package - 5310ivc, 6630, and 5180 - having a foot motor drift where the foot of the bed does not stay in the specified position. This could cause the bed to drop, injuring the patient.